Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned as it was surgically abandoned, and as a result, laboratory analysis could not be conducted. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. After a thorough review of the reported event, the known inherent risk of device conclusion code was selected because this is well known old lead and issues occurring to old leads are not unexpected and can result from multiple causes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating that the basis for surgically abandoning this lead was unstable, high out-of-range impedance measurements above 2000 ohms. This issue was identified through lead trend data analysis. Furthermore, the patient underwent fluoroscopic imaging. No additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating that the basis for surgically abandoning this lead was unstable, high out-of-range impedance measurements above 2000 ohms. This issue was identified through lead trend data analysis. Furthermore, the patient underwent fluoroscopic imaging. No additional adverse effects were reported.